Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted during the time of the call; however, customer stated blood glucose level would eventually be impacted as the customer only had fast acting insulin as alternate insulin therapy. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.